Event description:
One blood leak occurred during hemodialysis treatment. The blood loss was little because pt's blood was returned. The pt was well and no medical treatment was given. The reason of this MDR submission follows. Company got info that the pt unfortunately died of infection from serratia because of the failure of drainage control.